Event description:
It was reported that the ilet device developed a cracked display, and the touchscreen became unresponsive; a photo of the damage was provided, and the user also requested replacement of the case and charging kit due to functional issues. Symptoms included no reported adverse clinical effects, no hypoglycemia or hyperglycemia, and no alarms. Outcomes included no medical intervention, no hospitalization, and continued therapy interruption risk due to an inoperable user interface. Investigation included collection of device identifiers, confirmation of shipping details, and review of user-provided imagery for physical damage assessment. Investigation of this case revealed physical damage to the screen consistent with external impact, leading to a nonfunctional touchscreen interface; accessory wear or malfunction was reported for the case and charging kit. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage to the display assembly, with accessory degradation contributing to the need for replacement.

Manufacturer narrative:
Investigation description. Display damage due to impact.